Event description:
An ortho-clinical diagnostics field engineer was contacted by a customer for assistance in resolving 541-014 (luminometer data is out of range) condition codes on their vitros eciq immunodiagnostic analyser. The customer indicated the codes were occurring across multiple samples, but only when using (B)(4) lot 2810 on a vitros eciq immunodiagnostic system. No erroneous patient sample results were reported out of the laboratory and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple samples while using the vitros eci immunodiagnostic analyzer. The most likely cause is a non-reportable assay issue however, this could not be confirmed. The occurence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report.